Event description:
Additional information received reported that an overdischarge was confirmed it was noted that a physician mode recharge (pmr) was a ttempted and did not successfully reset the device. It was noted that there was a loss of stimulation and therapeutic effect. It was noted that actions required as a result of the event included explant. It was noted that impedance testing was done. It was noted that high impedances were reported. It was noted that the device was explanted and replaced with a new lead and implantable neurostimulator (ins). It was noted that the patient¿s status at the time of report was alive with no injury. It was noted that symptoms or complication associated with the event included a loss of therapy at the device pocket and lead location.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins), serial # (B)(4), revealed end of service (eos) occurred due to three over discharges. The ins was received with no telemetry. After four physician mode recharge (pmr) attempts the ins battery would not accept a charge. The ins can was cut open and the hybrid was connected to a power supply to obtain the trace report and initial review. According to the trace report the patient had never charged the battery. The battery recharge diagnostics contains two charge records that were recorded while attempting to revive the battery in the analysis lab. The device battery was disconnected and a substitute battery was wired to the hybrid. Testing of the recharge function found it to be functioning normally. The substitute battery was recharged at body temperature with approximately 1cm of space between the ins and charger antenna. The charge time was 2 hours and 28 minutes. The battery charged from 3.805v to 4.045v with 100% coupling. Analysis of the lead, serial # (B)(4), revealed no significant anomaly. It was noted the body of the lead was cut through.

Manufacturer narrative:
(B)(4). Lead: model 39565-65, serial# (B)(4), implanted: (B)(6) 2009; programmer: model 37743, serial# (B)(4); recharger: model 37752, serial# (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an overdischarge, including a loss of stimulation and an inability to recharge. No telemetry was possible with a physician or patient programmer, and repeated attempts to interrogate were unsuccessful. It was noted that the stimulation hadn't worked since (B)(6) of 2012, and the least recharge was around (B)(6) of 2011. A physician mode recharge was attempted on (B)(6) 2012 and normal charging resumed, however, it was later reported that this was the patient's third overdischarge. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).

Event description:
It was reported the patient lost stimulation approximately two years prior due to failing to recharge appropriately. It was noted the lead, extension, or accessory had a breakage. It was reported the patient recovered with sequela.